Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
During the procedure the first segment could be treated correctly. Afterwards the catheter was pulled back for the treatment of the next segment. The generator did not reach the required temperature (120) and stopped at temperature 90-100. This happened several times. There was enough tumescent infiltrated. A new catheter was used and the procedure finished successfully. No patient harm. Evaluation summary: the closurefast catheter was received for evaluation packed within its shelf carton and within its transportation tray. No ancillary devices or sonogram images from the procedure were received. The catheter was examined: a slight bend was noted in the coil section of the catheter. The bend was approximately 3.5cm from the distal tip. The connector was examined: pins are straight. The catheter did pass continuity and resistance functional testing: e+ to e- 86.9ohms (80ohms to 113ohms), tc+ to tc- 161.0ohms (less than or equal to 250ohms), resistor 1 value 13.69kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.07kohms (7.90kohms to 8.22kohms). The catheter passed functional testing: proper device recognized by rfg2 when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages. The catheter was cycled through two more treatment cycles without generating any advisory messages. No damage was noted in the catheter after going through three 20 second treatment cycles.